Event description:
A healthcare professional reported that resistance was met while trying to make the first incision during surgery. An alternate knife was obtained and used to continue and complete the procedure. No patient impact was experienced. Additional information has been requested, but was confirmed to be unavailable.

Manufacturer narrative:
The final customer lot was identified and a device history record review for the lot was conducted. No anomaly was found during the device history record review and the product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that two additional complaints were associated with the identified lot. Because no sample was returned and the device history record (DHR) review of the provided lot number was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Some potential poor cutting conditions may occur when the blade contacts a hard surface such as the blade protector tray when the product is improperly removed or inserted after use, from improper handling or by contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).